Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion. It was reported that the tip of the driver sheared off as a result of torque. No patient complications were reported.

Event description:
.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Evaluation of the device visually confirmed a portion of the instrument tip has been broken off, and an axial portion of the tip is missing from the tip. Optical examination of the fracture identified an angulated fracture with directional river lines. Additionally, the bone screw head thread was found to be undamaged, suggesting a possible lack of engagement, which could allow misalignment and result in bend stress overload. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. The above findings are consistent with overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.